Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia repair, when firing the tacker to adhere the mesh to the ventral hernia, the surgeon stated that the tacker was stuck to the mesh and the tack was not disengaging. The doctor was able to remove the tacker from the mesh, but the tacker was making a loud noise and was not firing properly. The tacker was reloaded and attempted to fire again and it was making a loud noise and would not fire correctly. Another device was opened to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted no abnormalities. One partially applied 5dpt device loading unit (dlu) with proper timing and scratches on the inner tube of the dlu was received. One fully applied 5dpt dlu with disrupted timing and no scratches on the inner tube of the dlu was received. The articulation knob functioned properly. The returned 5 dpt dlu with proper timing could be loaded onto the returned device. The instrument was applied to the appropriate test media. The instrument made a clicking and crunching sound and the gear popped during firing. The first tack did not seat properly in the test media and tack hang ups were experienced during the second firing of the reload. The unit was disassembled and damage was noted to the spur gear. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the sulu indicated by the scratches on the inner tube and the damaged spur gear. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.